Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. Complaint # (B)(4).

Event description:
As reported on (B)(6) 2015, an (B)(6), male pt presented for an microwave ablation of an adrenal gland lesion. The path to the first position was percutaneous, through the liver (transhepatic) to the adrenal gland. After on ablation cycle (3 minutes at 120 watts) the treating physician move the applicator to a second, more proximal location, they noticed that the ceramic tip was gone. Due to the missing tip, the treating physician was unable to track ablate. The treating physician believed that the lack of track ablation caused bleeding in the capsula of liver and adrenal gland. The pt was placed in ICU for observation for six hours and had hospital stay extended one day. The treating physician chose not to attempt to remove the pieces from the pt. It was reported the pt was stable when he was discharged. It was reported the disposable device is available for return to the manufacturer for evaluation.